Event description:
Reporter alleged blood glucose measured 276 mg/dl back to back with a result of 113mg/dl when testing was performed within 10 mins of each other. Customer stated having no symptoms at the time of testing and no actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.